Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist made immediate load with a low torque (32n.cm), witch is not indicated. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that 7 days after the dental implant was installed in intraoral region 5#, its non-osseointegration was observed. Moreover, 25n.cm of primary stability was achieved and immediate load procedure was done.